Event description:
New information noted that the lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, ventricular noise was noted on the stored electrograms. The noise could not be reproduced with isometrics in the clinic. All other electrical measurements were stable. No intervention was performed at this time. The patients condition was stable and would continue to be monitored.